Event description:
It was reported that multiple intermittent occlusion alarms occurred. As a result, the customer's blood glucose level exceeded 600 mg/dl. The customer addressed the high blood glucose level by administering a correction injection. Reportedly the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. The customer resolved the issue by changing the infusion set and cartridge before resuming insulin.